Event description:
Endometrial ablation attempted with second set of instruments used to trouble-shoot. The manufacturing rep was present. Safety checks and trouble-shooting completed. Despite all efforts, the surgeon was unable to go beyond "cavity assessment" step of ablation. The procedure was aborted. It is unknown as to the nature of the error message.